Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure (batch no. 20222097), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: drug hypersensitivity, migraine, dysfunctional uterine bleeding, menorrhagia, polycystic ovarian syndrome, endometriosis and uterine fibroids. Concomitant products included: ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery ((hysterectomy + bi-s)/robotic supracervical hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved. And the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted, in insertion details: as per mr it is (B)(6) 2010. No. Of coils: three to five coils were noted on each side. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s media records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient details, expiration date, lot no, other relevant history, concomitant drug added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 20222097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics, migraine, dysfunctional uterine bleeding, menorrhagia, polycystic ovarian syndrome, endometriosis and uterine fibroids. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery ((hysterectomy + bi-s)/robotic supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion details: as per mr it is (B)(6) 2010 no. Of coils: three to five coils were noted on each side concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery ((hysterectomy + bi-s)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pfs received: one event was updated from injury nos to pelvic pain & new events- abnormal bleeding, psych injury were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.